Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had updating sensor. The customer's blood glucose was 480 mg/dl and then blood glucose was 589 mg/dl. The customer stated that they treated with injection shot. The customer also stated that they had change sensor. The customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.